Event description:
The stryker pump was inadvertently turned on during the filling of the reservoir. The technician turned the pump off, following the directions on the pump. When the pump filling was complete, the technician noticed that the screen was blank except in the lower right corner where the display was "3 ml". The pump had not been running. The tech tried to clear the screen by turning it on then off, but it would not turn back on. At that point we considered it failed. I called the company and the tech support seemed to know the problem and asked that we save the pump for the rep to pick up so they could evaluate the problem.